Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) persistent hyperglycaemia [hyperglycaemia] push rod mechanism was loose and not making proper contact [device loosening] failed to deliver insulin for multiple doses [device failure] case description: this serious spontaneous case from the united kingdom was reported by a consumer as "emotional distress(emotional distress)" with an unspecified onset date , "persistent hyperglycaemia(hyperglycemia)" with an unspecified onset date , "push rod mechanism was loose and not making proper contact(device component loose)" with an unspecified onset date , "failed to deliver insulin for multiple doses(device failure)" with an unspecified onset date and concerned a patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", patient's height, weight and body mss index were not reported. Medical history was not provided. On an unknown date, there was a serious mechanical failure of novopen 6. Despite the pen looking fine, with a new needle and correctly installed cartridge, the internal mechanism failed to push the cartridge, meaning no insulin was being delivered, even when full doses were administered. The pen looked functional externally, but internally the push-rod mechanism was loose and not making proper contact. As a result, patient experienced consistently high blood glucose levels for an entire week, despite eating no carbohydrates, following my normal dosing, attempting corrections. When patient attempted to release insulin into the air to test the device, nothing came out, even after multiple attempts. Once patient switched to old manual pen, glucose levels returned to normal straight away, confirming that the novopen 6 device was malfunctioning the whole time. This device failure caused persistent hyperglycaemia over one week physical symptoms including exhaustion, dehydration, headaches, and stress disruption to daily functioning significant risk to health unnecessary emotional distress. Batch numbers: novopen 6: pvgfb35; action taken to novopen 6 was reported as unknown. The outcome for the event "emotional distress(emotional distress)" was not reported. The outcome for the event "persistent hyperglycaemia(hyperglycemia)" was not reported. The outcome for the event "push-rod mechanism was loose and not making proper contact(device component loose)" was unknown. The outcome for the event "failed to deliver insulin for multiple doses(device failure)" was unknown. Reporter's causality (novopen 6) - emotional distress(emotional distress) : unknown persistent hyperglycaemia(hyperglycemia) : unknown push rod mechanism was loose and not making proper contact(device component loose) : unknown failed to deliver insulin for multiple doses(device failure) : unknown company's causality (novopen 6) - emotional distress(emotional distress) : unlikely persistent hyperglycaemia(hyperglycemia) : possible push rod mechanism was loose and not making proper contact(device component loose) : possible failed to deliver insulin for multiple doses(device failure) : possible the event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. On (B)(6) 2025 the case was initially reported as non-serious. However, based on follow-up information received on 01-dec-2025, the case was assessed as serious. The case submissions have been calculated off 01-dec-2025 (significant receipt date) since it results in an earlier due date. This case was re-classified from nonserious to serious on (B)(6) 2025 due to addition of serious events hyperglycaemia, emotional distress. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.

Event description:
Case description: investigation results: name: novopen 6 grey, batch number: pvgfb35, a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. The readout revealed indications of unintended use of the pen. Visual examination and functional testing were performed. The memory display showed the last given dosage upon receipt. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. During functional test, the memory display reflected all pre-set doses. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. Confirmed: the electronic display showed "error" after the dose button was fully depressed and the connectivity to transfer data from the pen to the app is impacted. This was a normal function of the pen to warn the user of non-recommended user behaviour. The user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes. The error was caused by unintended use of the device since last submission case has been updated with following information investigation results updated, device tab : is non-reportable field updated to no, EU/ca tab: expected date of follow up report was removed, device addendum: annex b, c, d, g codes updated, CAPA comment updated, narrative updated accordingly. Final manufacturer comment: 08-mar-2026: the suspected device novopen 6 has been returned to novo nordisk for evaluation. During examination of the product, no irregularities related to the complaint were detected. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. Since no faults were found on the returned device novopen 6 and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event of blood glucose increased. H3 continued: evaluation summary: name: novopen 6 grey, batch number: pvgfb35, a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. The readout revealed indications of unintended use of the pen. Visual examination and functional testing were performed. The memory display showed the last given dosage upon receipt. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. During functional test, the memory display reflected all pre-set doses. The dose accuracy was measured by weighing using a random cartridge.the results were found to comply with specifications. Confirmed: the electronic display showed "error" after the dose button was fully depressed and the connectivity to transfer data from the pen to the app is impacted. This was a normal function of the pen to warn the user of non-recommended user behaviour. The user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes. The error was caused by unintended use of the device.

Event description:
Case description: since last submission case has been updated with following information: expected date of follow up updated in EU/ca tab.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) persistent hyperglycaemia [hyperglycaemia], push rod mechanism was loose and not making proper contact [device loosening], failed to deliver insulin for multiple doses [device failure], patient use dialling clicks to estimate the dose of the product [wrong technique in device usage process]. Case description: this serious spontaneous case from the united kingdom was reported by a consumer as "emotional distress (emotional distress)" with an unspecified onset date, "persistent hyperglycaemia (hyperglycemia)" with an unspecified onset date, "push rod mechanism was loose and not making proper contact (device component loose)" with an unspecified onset date, "failed to deliver insulin for multiple doses(device failure)" with an unspecified onset date, "patient use dialling clicks to estimate the dose of the product (wrong technique in device usage process)" with an unspecified onset date, and concerned a patient (born in 1981) who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy." Patient use the dialling clicks to estimate the dose of the product. Patient did not use an already used needle and in general did not reuse needles. Patient did not leave the needles attached to the pen in between injections. Force needed to inject did not feel different from normal. Suspected device was properly stored. The outcome for the event "patient use dialling clicks to estimate the dose of the product (wrong technique in device usage process)" was not reported. Reporter's causality (novopen 6) - patient use dialling clicks to estimate the dose of the product (wrong technique in device usage process): unknown. Company's causality (novopen 6) - patient use dialling clicks to estimate the dose of the product (wrong technique in device usage process): possible since last submission case has been updated with following information wrong technique in device usage process was added as event information related to date of birth, needle information, storage of suspected device were added. Device available for evaluation and returned to manufacturer on updated. Current location of device updated. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2025-00213. Reference notes: medwatch 3500a MFR. Report number. H3 continued: no (attach page to explain why not) or provide code. 02 device evaluation anticipated, but not yet begun.